Event description:
It was reported approximately five days post implant that the right ventricular (rv) lead was exhibiting non capture, the right atrial (ra) lead was undersensing and the implantable pulse generator (ipg) exhibited a pacing problem. It was noted that the rv lead and ra lead were dislodged. Both the rv and ra leads were revised and the ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.